Event description:
A cusa excel with console 220v ac with footswitch was reported to have a defective ultrasonic board during a resection. The pt was anesthetized. It is unk whether there was a surgical delay or if the pt incurred an injury. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident had not been received for eval. An investigation has been initiated based upon the reported info.